Event description:
Per the clinic, the internal magnet was explanted on (B)(6) 2025 under sedation (type not reported) for a technology upgrade. The patient was reimplanted with transcutaneous osia implant system during the same surgery.